Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. There was no reported impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.